Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition and valve regurgitation (pvl) requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the too aortic position of the valve was ¿because the system was a bit canted prior to deployment and positioning was difficult¿. The subsequent pvl was a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transaortic tavr procedure, the 23mm sapien xt valve was positioned 60:40 aortic/ventricular, however, it landed 90:10 a/v, resulting in moderate pvl. A second valve was deployed. Transaortic approach via right thoracotomy was achieved without complication, the valve was crossed, and an amplatz super stiff wire was inserted. The curve on the wire was not ideal, during the valvuloplasty and was exchanged for a wire. After the 23mm sapien xt valve was deployed the safari wire was pinning the leaflet open and causing ai. However, it was determined that the valve was slightly too aortic (90:10) with moderate pvl. This was due to difficult positioning and the delivery system being slightly canted. The patient was having difficulty maintaining a stable blood pressure. A second 23mm sapien xt valve (sn: (B)(4)) was prepped and deployed approximately 40% lower than the first with excellent result. The ai was reduced to trace. The sheath was withdrawn and the surgical access was closed. Over the next 20-30 minutes, the patient discharged 800ml of blood from his chest drain. The team assessed the echo and noted a pericardial effusion. The surgeon re-opened the incision to explore and, after reviewing the films and seeing the position of the original amplatz wire, the team suspected a ventricular perforation. The surgeon performed a sternotomy and was able to locate the perforation and close it without further incident. The patient received multiple units of blood. The chest was closed again and the patient was monitored and transfused in the or for another hour. He was then transferred to the ICU in serious but stable condition. The native annular diameter measured 19.6mmx24.4mm by CT and had an area of 377mm². There was moderate annular calcification and severe leaflet calcification. The image intensifier angle was noted as good, ventilation was held and there was no loss of pacing capture during valve deployment. The too aortic position of the valve was attributed to the canting prior to deployment.